Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the new antenna helped and resolved the poor coupling with the implantable device while charging. The patient also met with a manufacturing representative (rep), who showed the patient how to place the antenna over only a portion of the battery rather than the entire battery. The patient did not know the serial or model number of her current implantable device.

Manufacturer narrative:
Concomitant medical products: product ID 37791, product type: recharger. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported there was poor coupling. Whenever the patient recharged her implantable neurostimulator (ins), she would start with eight coupling boxes but within 15 seconds, all the boxes would suddenly goaway. The patient stated this would "go on 30 times" for six to seven hours. The patient noted she was so frustrated that she was ready to throw "it" against the wall. The patient spoke with a manufacturer's representative (rep) regarding this issue and the rep indicated she needed a new implantable neurostimulator recharger (insr). The patient had the insr antenna replaced previously. The patient was starting to get concerned that her coupling issues were due to something being wrong with the ins. The insr antenna was damaged. A new insr antenna was ordered and it was reviewed with the patient that if that did not help with the coupling issues, she should follow-up with her healthcare provider (hcp) for further troubleshooting in person, especially since the patient had been having these issues for so long. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient contacted a rep who sent her a replacement charger and antenna, however it would only work intermittently, and did not work consistently. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. It was reported that the patient¿s new implantable neurostimulator recharger (insr) didn¿t resolve the coupling issues; she tried adhesive discs, repositioning the antenna, turning the antenna dial, etc, but nothing seemed to resolve the issue. The patient also reported that her ins protrudes and sticks out, so it was painful when she made contact with the battery. It was noted that the patient¿s back was very bony, she wore a thin t-shirt when recharging to try and help the issue and the healthcare professional (hcp) put the ins very close to the patient¿s rib cage and her ins had always protruded from her back since the device got revised in october. The ins was moved to the patient¿s rear and they had a feeling that the ins was slipping around the pocket side. In the end, the patient was directed to continue working with their healthcare professional (hcp). There were no further complications reported or anticipated.